Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue of ¿no image¿ was not reproduced during evaluation. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states: "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: acoustic lens was damaged, insertion part, probe unit housing had dents, cracks and peeling; and ultrasonic image disappearance while angulation cv (complete video) noise, noise at probe rotation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the, the gastrovideoscope had no image. The issue occurred during and unknown event. There were no reports of patient harm.